Event description:
Customer reported the unit has corrosion on the battery terminals. No other physical damage was reported. There was no pt incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for eval, but has not yet been received. Note: this submission is based solely on the user facility statement. Note: posey instructions for use warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. (B)(4).